Event description:
Rep reported the high impedance levels was never determined. Rep heard back from the patient and she said her therapy is working great.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient's son believes that one or two electrodes are broken or not functioning. The son is an employee of a competitor (has experience in active implants), believes there are issues with the electrodes since impedance is out of range when he tries to program his parent's ins. The son has contacted a local manufacturer representative (rep) and has scheduled their parent for an appointment at the local pain clinic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Email received from manufacturer representative (rep). Rep states they spoke with the patient's family member on the phone and met with the patient (pt) in person on (B)(6) 2024. The original note rep got from the clinic is that the pt has had issues with their system since their last adjustment on (B)(6) 2023 with different rep but rep did not see any notes in the patient's file to verify there were issues. Rep reports the patient's battery was dead at the time of their original meeting on (B)(6) 2024. The pt was unable to charge their implantable neurostimulator (ins) secondary to external device issues. After external device replacement the patient was able to recharge at home again but when they turned their device on, the "desired intensities cannot be reached" message came on leading rep to believe there might be impedance issues¿most likely why the patient's family member called in. Rep then met with the patient in the clinic one last time on (B)(6) 2024 and was able to finally read their battery, do an impedance check and program appropriately. They found electrodes #1, 2, 3, 5 and 7 to have high impedance levels and rep was able to program around them, restoring the patient's therapy. Rep reports the cause for the high impedances was unknown. They have not heard from the patient's healthcare provider or the patient since (B)(6) 2024 so they believe the patient's therapy remained restored. Rep reports the patient's healthcare provider was notified of the issues and subsequent attempts to fix the patient's system.

Manufacturer narrative:
Additional information reveals that initial aware date (g3) was 2024-nov-01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.